Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed cubie drawer 4.2. Cubies failed to detect on bus, customer turned off machine to fix issue, but issue remain the same. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer tested the drawer and found that the position sensor was not reading the distance correctly. The fse then reseated all connections and ran the drawer test in the hardware testing application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.